Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. Per service report, the reported complaint that it was impossible to insert the disposable into the machine can be confirmed. During evaluation, it was found that the locking tab was broken into locking head, the motor was corroded, the cable resistance value was out of tolerance limits and the keyboard was damaged. The dewclaw of the blade was removed and all the defective parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the motor is the root cause of the corroded motor. With the available information, we cannot determine the root causes of the reported problem or other identified failures. A manufacturing record evaluation was performed for the finished device serial number (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history: a manufacturing record evaluation was performed for the finished device serial number (B)(4), and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that during an unknown procedure it was hard to insert the disposable into the micro tornado hp w hand control. No patient consequence and no surgical delay was reported.